Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) checked the reported issue in-house, but the problem was not reproduced. Fse performed a series of operations and did not reproduce the problem. Fse performed a part replacement of the fiber optic module as a preventive replacement. Fse performed a fiber optic test and continuous operation and confirmed that it was normal and after that, fse performed an inspection based on the inspection record sheet. Operation confirmation result is good. As per service order the display hinge cover and display left & right hinges were replaced. Good faith effort was raised to get to know about replacement of these parts but there was no response received. The complaint will be reopened if any additional information received about replacement of display hinge cover and hinges.

Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h10. Additional information: e1(event site postal code - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has when connecting the light sensor, it displays that the light sensor is faulty. There was no impact on the patient's health. In addition, the patient's information was not disclosed. A getinge field service engineer (fse) stated that he connected the light sensor to the main unit with a cable, and informed them that the "light sensor failure" message did not appear, and advised them to plan a preventive replacement. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed that the light sensor is faulty when connecting the light sensor. No problem after changing to another cardiosave. There was no impact on patients health.